Manufacturer narrative:
One tapered screw-vent implant (tsvh11) was returned for investigation. Visual evaluation of the as returned product identified fracture around the collar. Additionally, there was bone residue around the external threads which were damaged possibly during the removal process. Functional testing could not be performed since the product was fractured. Pre-existing conditions noted on the per were clenching and moderate bone density type ii. The reported implant had been placed on tooth #19 (universal) for approximately 11 years. X-ray, picture images were not provided. DHR review for the lot (60815150) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (60815150) for similar events and no other complaint was identified. January post market trending was reviewed and there were no actionable trends or corrective actions for the reported implant and event. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. Based on the investigation, risk review and IFU, the most likely causes determined from the investigation are long term excessive loading on device assembly or parafunctional habits of the patients (e.g. Clenching, bruxism and overloading) over implantation period (11 years). No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report d4: expiration date g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: device evaluated by manufacturer h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Patient weight: not provided. Additional 510(k) number: k013227.

Event description:
It was reported that implant was removed due to fracture. Tooth location 19.